Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller experienced an impella connection failure. The connection check light (blue) on the back of the controller and the maintenance button (amber) were both blinking. No patient harm was reported.

Manufacturer narrative:
The investigation was completed. Investigation summary: reported impella connect connection failure, and continuously restarting impella connect module were caused by corruption of the media/storage card in the impella connect module.